Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. The fse performed several pneumatic performance tests, and the vacuum tested within range, having always a result above -195, often above -200 to -224. Unrelated to the complaint issue, the fse saw that the ferrule on the iab fill port of the condensate removal module (crm) was worn when he arrived, so the fse replaced the ferrule on the iab fill port of the crm, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported by the customer that during testing the cs300 intra-aortic balloon pump (iabp) had a low vacuum alarm. No patient involvement or adverse event was reported.